Event description:
According to the reference user facility medwatch. There was an intermittent lead failure on a lifepak 12. Pt outcome was listed as unknonw. No add'l event info was reported. The device was examined by the local factory service rep. The rep observed proper operation through full performance and functional testing. The device ECG connector appeared worn, and the rep replaced it as a preventive measure. A subsequent evaluation of the replaced connector by the factory observed proper operation. The device operated to specifications. Date firm received info about the event: 2/20/04. The device was then returned to the facility for use.

Event description:
There was an intermittent lead failure on a lifepak 12.